Manufacturer narrative:
Internal insulation abrasion was noted under the rv shock coil at 3.2-3.4cm from the distal tip. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented during a routine follow-up, lead noise was observed the right ventricular channel. The lead was capped and replaced. No further information is available.